Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. The atrial lead exhibited noise resulting in automatic mode switch episodes. The lead also exhibited low p-waves. No intervention or patient symptoms were reported. The patient would be monitored.